Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief even after the scs device was re-programmed. Therefore, the patient underwent a lead revision procedure where in the lead was explanted and replaced with a paddle lead. The patient is doing well postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.